Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a baby lost part of their rifampin dose as two maxzero caps leaked, the one originally placed on the medication set and the second one that replaced the original one. There was no report of patient harm.